Manufacturer narrative:
Reviewed alarm and possible clinical causes; helium tubing clear and connections secure. Discussed proper use of iab fill and start keys to resume therapy likely reason alarm recurred.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm occurred. There was no harm or injury reported.